Manufacturer narrative:
Device discarded at account.

Event description:
It was reported that during a surgical procedure at the user facility, the toga material was ripping. The procedure was completed successfully without a clinically significant delay, no adverse consequences, and no medical intervention.